Event description:
It was reported that pump icon on right side of pump touchscreen, which returned user to home screen when pressed, was unresponsive. There was no reported impact to the customer¿s blood glucose level. The pump was replaced to address the issue.